Event description:
It was reported that patient is having an increase in seizures. The patient believes this is due to her vns battery decreasing. System diagnostics were within normal limits, and physician is referring her for replacement surgery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that the patient had their generator replaced. The suspect generator has not been received into product analysis to date. No other relevant information has been received to date.

Event description:
The suspect generator was returned to the manufacturer. Product analysis (pa) for generator was completed. The visual observations are most likely associated with manipulation of the device during the implant/explant procedures. An interrogation and a system diagnostic test were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation was performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator.